Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, the patient underwent a posterior lumbar interbody fusion at l5-s I, the insertion of cages and vertebral body defects at l5-s I, the insertion of segmental spinal instrumentation and lumbar spine, the bilateral posterolateral fusion at l5-s1. The patient now suffers from severe injuries and damages including chronic pain syndrome, back pain, spinal fractures, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)